Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During the grasping sequence, the gripper did not appear to be falling so the lock was cycled three times. The grippers had already been tested independently and were functioning properly prior to the grasp attempt. The clip was closed and then removed from the patient. The procedure ended with mr unchanged at grade 4.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information provided and without the device to analyze, a cause for the reported single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During the grasping sequence, the gripper did not appear to be falling so the lock was cycled three times. The grippers had already been tested independently and were functioning properly prior to the grasp attempt. The clip was closed and then removed from the patient. The procedure ended with mr unchanged at grade 4.